Event description:
Reportable based on device analysis completed on 30oct2024. It was reported that the coil prematurely deployed inside the catheter. A 14mm x 20cm interlock was selected for use in a splenic artery embolization. During the procedure, the interlocking arm disengaged prematurely inside the stc-18 microcatheter and could not be pushed forward. The whole delivery system was withdrawn together with the coil, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the main coil was detached from the arm of the coil.

Manufacturer narrative:
Device eval by manufacturer: only the main coil was returned. It was observed that the main coil was detached, bent, and stretched at the coil arm, primary coil and zap tip section. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. Dimensional inspection of the returned components revealed they were within specifications. No other issues were identified with the device.